Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced hazy fluid, abdominal fullness and dizziness. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient was not treated for the events. Pd therapy was discontinued. At the time of this report, the patient outcome was unknown. No additional information is available.